Event description:
The manufacturer received information alleging a bipap vision had a ventilator inoperative condition and emitted a burning odor while in use. The patient allegedly desaturated while being disconnected from the device and required intubation. The patient was placed on a mechanical ventilator.

Manufacturer narrative:
The device was evaluated by a third party service center. The reporting facility stated the third party service report confirmed a thermal event occurred on the main control board. There was no report of the enclosure being compromised. The device was repaired and placed back into patient use.